Event description:
A user facility noticed a split in the airway tube of this lma after removing it from the pt's mouth. There was no pt injury or problem. The user facility has returned the lma to the MFR for evaluation. An evaluation will be submitted to FDA as soon as it is completed.